Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was partially detached, 2 of 4 screws holding the side rail panel to the metal plate (part of side rail mechanism) were pulled out. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.

Event description:
The side rail panel malfunction was observed by the arjo service consultant during the pick-up of the citadel plus bed frame. There was no indication that the device was in use at that time. No injury was claimed. The device inspection revealed that the side rail was partially detached from the bed.